Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3550-29, serial# unknown, product type: accessory.

Event description:
It was reported that the device system was explanted because therapy was ¿no longer effective.¿ cause and outcome were not given. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found no anomaly.

Event description:
Additional information received reported the patient had a gradual loss of therapeutic effect and they did not have a 50 percent or greater symptom reduction. The patient had a positive trial and good paresthesia coverage, but the patient relief was not adequate. The cause of the event was not device related and reprogramming was not needed. Following explant the patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.